Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when starting to use the instrument, it is observed that the pulley is damaged, so it was replaced with backup instrument. The procedure was completed with no reported injury.